Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon occurred due to failure of the alternating current (ac) adaptor. The event occurred after the power supply in the room was turned off. The event was resolved when the ac adaptor was replaced. The cause of the occurrence could have been the effect of an instantaneous interruption of the previous power supply. The cause of the failed ac adaptor could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The facility¿s biomedical engineer (biomed) reported that his olympus high-definition lcd monitor¿s ac adapter was not functioning properly. According to the initial reporter, the power in the room went out, following that, the unit¿s ac adapter began malfunctioning. Reportedly, the biomed pulled another unit¿s ac adapter for the subject device and it was functioning properly following that replacement. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
As the biomed was able to resolve the issue by replacing the ac adapter with another one, he does not intend to return the subject device. Olympus technical assistance center (tac) personnel provided the customer with the ac part number so he could order another and have one for both units. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.